Manufacturer narrative:
Concomitant medical products: product ID 6935m62 lead; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered a shock due to a supra ventricular tachycardia (svt) episode that was detected as ventricular fibrillation (vf). It was further reported that there was undersensing on the atrial lead noted. The ICD and atrial lead remain in use. No patient complications have been reported as a result of this event.